Event description:
The customer reported the device displayed device error service required with pads ECG failure entries in the status log.

Manufacturer narrative:
The customer reported the device displayed device error service required with pads ECG failure entries in the status log. There was no report of pt impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the power pca.